Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of sensing was observed. Device reprogramming is anticipated to be performed at follow-up to resolve the issue. The patient experienced no consequences.